Event description:
Covidien received info stating that an 840 ventilator had an intermittent blank display while was on a pt. The pt was removed from the ventilator and placed on second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung and run the extended self test (est) to try to duplicate the alleged malfunction. Covidien was not authorized to evaluate the device.